Manufacturer narrative:
The authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec by an authorized third party service provider (asp) that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec was provided with a copy of the authorized third party service provider (asp) work order where it was observed that the date that the asp had observed the reported issues was 03/13/2023. As a result, section b3, date of event, has been updated from 03/16/2023 to 03/13/2023. The device was further evaluated by the authorized service provider (asp) where the reported issue of its exhaled tidal volume (vte) levels being low was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.